Event description:
It has been reported to philips that cine was not functioning. The issue was found during clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the cine is not functioning. According to the additional information collected, the system was in diagnosis when the issue occurred, and procedure completed by using hand switch. The fse reseated all connection and issue was with the footswitch, found that footswitch was rusted and dirt inside it. Fse removed rust and dust using wd40 spray, the system was returned to use in good working order. The codes were updated based on the investigation outcome.